Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer. Ultimately, the customer reverted to an alternate method of insulin therapy.